Manufacturer narrative:
(B)(4). A report was received indicating that when preparing a report in xcelera data entered as free test in the interpretation summary may not be stored in its entirety in the products database. No pt harm was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
A report was received indicating that when preparing a report in xcelera data entered as free test in the interpretation summary may not be stored in its entirety in the products database. No pt harm was reported.